Event description:
Event description guidant received information that this ventricular pacing lead oversensed noise which resulted in delivery of inappropriate therapy. A high, out-of-range impedance measurement was also reported. Attempts to evoke noise using clinical maneuvers were successful. According to the guidant field representative, damage approximately 2 cm from the device header was observed during an invasive examination. The lead was surgically capped and replaced without further incident. No adverse patient effects were reported.